Manufacturer narrative:
Alleged failure: opened a case of this tubing to find tubing set with compromised packaging the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be extreme transport or storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had compromised packaging. Therefore, there was breach in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had compromised packaging. Therefore, there was breach in the sterile packaging.